Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the system had an alleged inaccuracy.

Manufacturer narrative:
System checkout completed after the reported event shows system performed as intended, no parts replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the clinical specialist (cs) has reached out to the site for more information multiple times with no response. No further information is available at this time.